Event description:
On april 14, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high readings. This medical affairs specialist contacted the pt on april 28, 2008 to obtain/clarify more info. In 2008, around 5 pm, the pt obtained a glucose reading of "100 something mg/dl". The pt took her usual 28 units of humulin n and ate dinner. The pt indicated that she did not need to take any bolus insulin (humulin r) that evening. At 6:30 pm, the pt developed symptoms described as "incoherent." The emergency svc arrived soon after. The pt was unable to specify what her blood glucose was when the emergency svc tested her. The pt was treated with glucose IV by the paramedics. The pt was not taken to the hospital that day. The emergency svc treated the pt until she felt better and left at 7:30 pm. The pt indicated that there was a 60 point difference between the lfs meter and her husband's "aviva" meter. However, the pt could not provide any specific readings that were obtained on the lfs meter. The pt does not know what she could have done to prevent her symptoms on the day of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct and the puncture area was not cleaned appropriately. This complaint is being reported because the pt claimed she was treated with IV glucose by paramedics after the reported issue began. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.